Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081635, UDI: (B)(4).

Event description:
It was reported that patient was not getting any stimulation down both legs. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.